Event description:
Customer reported the insulin pump was alarming no delivery while customer was changing the infusion set. Blood glucose was 400 mg/dl. Customer was advised to disconnect from the device. Disconnect and reconnect the tubing and the reservoir and gently tugged the connector. Customer manually pushed insulin with the plunger and insulin did exit. Manual prime was performed and device did not alarm. Customer was advised the device was working as designed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.